Event description:
The customer contacted physio-control to report that they were using their device on a patient and the device was unable to deliver a shock to a patient with a ventricular fibrillation rhythm. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer received a replacement device. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Manufacturer narrative:
Physio-control will contact the customer to request additional information on the patient. The customer provided physio-control with the information on the electrodes used during the event; however, the monitor/defibrillator information has not been provided. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using their device on a patient and the device was unable to deliver a shock to a patient with a ventricular fibrillation rhythm. There were no reports of any adverse effects to the patient as a result of the reported issue.